Event description:
It was reported the patient (B)(6) lost stimulation. Surgical intervention was undertaken to address this issue. Intraoperative testing found invalid impedance measurements for several lead contacts. The patient's extension was explanted and replaced thereby resolving the issue. Effective stimulation was recaptured following the procedure.

Manufacturer narrative:
Evaluation results: the returned extension was visually examined under the microscope and broken wires were observed in the strain relief of the extension. As there was no breach of the outer tubing of the extension, the damage observed is consistent with an overstress condition the extension was subjected to while was implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.